Manufacturer narrative:
(B)(4). Device evaluation: both device and marker band were returned. No damage to jacket; no dead fibers. Epoxy looks good, band intact. Small blemish noted on band; surface scratch.

Event description:
Isr (in stent restenosis) procedure in an svg (saphenous vein graft). While using the elca device for isr, the radiopaque marker band came off the device and dislodged in the svg. The physician successfully removed the marker band from the patient. The procedure was completed and the patient was discharged per operative plan.